Event description:
The reporter stated the surgeon inserted and removed an aa4204vf silicone single piece lens due to the patient complaining of poor vision due to iol power. The lens was removed with no patient injury, no incision enlargement or sutures. Another lens was implanted.

Manufacturer narrative:
(Other, poor vision).